Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient line connector near the pin during fill 1 of 5 of their pd treatment. The patient reported the cycler was flushing when moisture and fluid were noticed. There were no alarms/warnings (prior/after) to leak. The cause of the leak is unknown. Fluid was not discovered in the pump module area or on the external of the cassette. The patient was assisted with cancelling treatment and advised to re-setup with new supplies. Upon follow up, the pd registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Upon further follow up, the pdrn confirmed that the patient was able to complete treatment by re-setting up with new supplies. There have been no further issues with the cycler since the incident. The pdrn confirmed that the cycler set has been discarded and is no longer available for physical analysis.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient line connector near the pin during fill 1 of 5 of their pd treatment. The patient reported the cycler was flushing when moisture and fluid were noticed. There were no alarms/warnings (prior/after) to leak. The patient confirmed that he was never connected to the cycler. The cause of the leak is unknown. Fluid was not discovered in the pump module area or on the external of the cassette. The patient was assisted with cancelling treatment and advised to re-setup with new supplies. Upon follow up, the pd registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Upon further follow up, the pdrn confirmed that the patient was able to complete treatment by re-setting up with new supplies. There have been no further issues with the cycler since the incident. The pdrn confirmed that the cycler set has been discarded and is no longer available for physical analysis.

Manufacturer narrative:
Correction: b5 upon further review, it was determined that the event reported on MFR# 8030665-2024-00524 was not a reportable event related to fmc products. The reported fluid leak occurred outside of treatment while the patient was not connected. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on MFR# 8030665-2024-00524.